Manufacturer narrative:
Investigation: visual inspection revealed that the maquet logo had detached and was returned separately. The device was bloody. Based upon the received condition of the device, the reported complaint "logo part detached" was confirmed. A lot history record review was completed for the reported product lot number. There was no nonconformance which could have contributed to this failure mode. (B)(4).

Event description:
The hospital reported that during a coronary artery bypass procedure, the acrobat suv stabilizer logo part detached. The part did not need to be retrieved from the patient. A new unit was used to complete the procedure. The hospital did not report any patient effects. The product was returned.